Manufacturer narrative:
Patient history of gi bleeding will be reported under manufacturer report number 2916596-2022-01932. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to an ongoing gastrointestinal (gi) bleed. It was noted that the patient had been off anticoagulation medication for many months and was also on subcutaneous octreotide. It was reported that the patient opted to withdraw care after multiple admissions and attempts at decreasing gi bleeds. The device was reportedly working as expected and was not explanted.